Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question will not be returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product. As such the complaint is being closed without conclusion. However, if the product is returned in the future the complaint can be reopened and evaluated.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a right knee arthroscopy + meniscal repair the device dislodged after being implanted. Back-up device was available to complete the surgery with no delay or patient injury. As per customer response the device was removed from the patient's knee.